Manufacturer narrative:
(B)(4) - inadequate bone formation. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Event description:
It was reported that the patient underwent an alveolar cleft repair using rhbmp-2/acs. An unknown time post-op, the patient lost the implant via intraoral incision. A revision surgery was conducted approximately a year later to reposition alar base and re-implant rhbmp-2/acs.